Manufacturer narrative:
Evaluation: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg has lead electrode portion in the header. Ipg antenna silicone has instrument marks. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2010-01019. The pt received an scs system consisting of an ipg and percutaneous lead on (B)(6) 2008. It was reported on (B)(6) 2008 that during the procedure to replace the lead, the physician noted the ipg appeared scratched. While attempting to insert the new lead into the ipg header it was reported that the proximal end of the old lead was still in the header. The pt's system was explanted on (B)(6) 2008. The explanted devices were returned to ans for analysis. Follow up on the pt found no further issues reported. No further info is available.